Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 17-apr-2023. H6: investigation summary customer returned (2) 0.5ml 31ga 8mm syringes loose. It was reported liquid in the syringe. The return samples were tested by pushing the plunger and observed no droplet of material came out of the cannula from both the syringes. Therefore, embecta was not able to confirm the customer indicated issue. A review of the device history record was completed for batch# 2269261. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the sample received, embecta was not able to confirm the customer indicated failure.

Event description:
It was reported that 4 bd ultra-fine¿ ii short-needle insulin syringes had foreign liquid inside them. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "there is liquid inside the syringe."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd ultra-fine¿ ii short-needle insulin syringes had foreign liquid inside them. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "there is liquid inside the syringe".